Event description:
It is reported that the spike fractured off.

Manufacturer narrative:
Evaluation summary: as returned, one of the spikes of the im guide has fractured. The fractured piece was not returned. The instrument does not exhibit excessive signs of damage, therefore, this breakage can not be entirely attributed to product misuse. The probable cause is due to fatigue over time, most likely from impacting and extracting off-axis or due to possible forceful twisting during use. Evaluation: results/conclusions: as returned, one of the spikes if missing and the other is bent significantly. The extraction knob, as well as other areas of the device, exhibit wear indicative of previous effective execution. The exhibited wear does not give any indication of misuse. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately 2.5 years.